Event description:
The report indicated that approximately 5 minutes into cardiopulmonary bypass the clinician noted foaming from the oxygenator's vents. The device was changed out with no patient compromise.